Event description:
It was reported that the subject device had an abnormal image. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: cause traced to component failure. In addition, the following reportable malfunctions were identified during the device evaluation: lg cover glass chipped. Bent and damaged light guide bundles in the distal end and rear end. Insertion part dented. Control body casing torn. Universal cord scratched. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.